Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Returned test strips produced lo readings on 270 mg/dl level. Black chemistry observed. Most likely root cause is black chemistry due to improper storage. No further investigation required.

Event description:
Customer complains of lo results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 70-110mg/dl fasting. Verified the strips expire 01/31/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test lo and lo. Reviewed meter memory: (B)(4). Customers concern: lo on (B)(6) 2015 at 9:42pm.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of lo results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 70-110mg/dl fasting. Verified the strips expire 01/31/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test lo and lo. Reviewed meter memory: reviewed meter memory lo, (B)(6) 2015 09:42:00 pm, fasting:yes. Lo, (B)(6) 2015 03:49:00 pm, fasting:yes. 3o, (B)(6) /2015 10:27:00 pm, fasting:yes. Lo, (B)(6) 2015 10:25:00 pm, fasting:yes. 105mg/dl, (B)(6) 2015 10:20:00 am, fasting:yes. Customers concern: lo, on (B)(6) 2015 at 9:42pm.